Manufacturer narrative:
The pump was not returned to (B)(4) and so an evaluation was not able to be completed. Because the pump has not been returned, mmdg has not been able to confirm the alleged complaint.

Event description:
The initial reporter stated that the pump was not moving food through tubing and did not alarm. (B)(4) made multiple attempts to obtain more information from the initial reporter, but these attempts were unsuccessful. (B)(4).